Event description:
Caller reported that the pump button was not working and the tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into an outlet known to work and wait at least 30 minutes for the pump to begin charging. Using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.